Event description:
Caller reported a cgm error 42, which was related to a g6 sensor issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and assisted the caller through the reset process, after which the pump did not display the error code again, and the caller successfully started their sensor session.